Event description:
It was reported that an asymptomatic patient presented in clinic. The atrial lead exhibited low impedance and noise. The noise was not reproducible with provocative moments. The patient would be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.